Event description:
Surgery date: (B)(6) 2012. Patient's age : unknown. The screw of hardware is coming away in the body of the patient. And revision surgery was planned on (B)(6) 2012. We will be gathering detailed piece of information. Fixation level is c5-c6. A screw implanted cranial was backed out. The devices had been replaced with competitor's.

Event description:
The screw of an implant is coming away in the body of the patient. A revision surgery is planned. The fixation level was c5-c6.

Manufacturer narrative:
A review of all documents included in the DHR did not identify any applicable non-conformances to specification or deviations in procedure. A query of the entire complaint history of this part was conducted on (B)(6) 2012, which did not identify any additional information to this investigation. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis: intervertebral implant severely damaged; both superior and inferior anterior flanges have been removed; deep gouges are present throughout the implant. No additional information can be derived from this implant regarding the foregoing event due to the extent of the damage. Inconclusive; no additional information can be derived from this implant regarding the foregoing event due to the extent of the damage.